Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guide extension catheter crossed the lesion, a 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, during procedure, the wire bias of the coronary wire pushed the stent up against the collar of the guide extension catheter and the distal edge of the stent strut became damaged. The device was removed and the procedure was completed with another 3.00 x 32 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds was returned for analysis. There were several stent struts from the center to the distal end of the stent that were overlapping, distorted and pulled distally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a mid-shaft kink at the back of the port weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guide extension catheter crossed the lesion, a 3.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, during procedure, the wire bias of the coronary wire pushed the stent up against the collar of the guide extension catheter and the distal edge of the stent strut became damaged. The device was removed and the procedure was completed with another 3.00 x 32 synergy ii drug-eluting stent. No patient complications were reported.